Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On (B)(6) 2022, infutronix received a complaint from the registered nurse of the user facility: "an administration set model hs-008-b, lot 2103004, patient came back with a pump and set up that experienced a leak during infusion." It is unknown where the leak is coming from. Device operator was a nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.

Manufacturer narrative:
A visual inpection and a leaking test were performed for the affected set. No signs of leakage or damage were noticeable. The set meets passing criteria. The customer provided an image showing fluid spill inside the hard shell and leakage originating from the medication bag, which is not an infutronix product.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2022-00023.